Event description:
It was reported that the patients ipg was non-functional. The explanted ipg was not returned to bsn due to facilities policy. No further information has been obtained despite good faith efforts.